Event description:
A report was rec'd that the pt underwent a pocket revision due to the pocket being too deep, which caused difficulty charging. The pt was reportedly doing well following the procedure.